Event description:
Reporter noted system was not irrigating well during I/a. Chamber kept collapsing and a posterior capsule tear occurred. Anterior vitrectomy performed and iol implanted in sulcus. Pt reportedly recovering well.